Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2013 follow-up, it was observed on the printing file inconsistent information regarding "first mode switch time" displayed in diagnosis data compared to the other information present in "sustained atrial arrhythmia history during follow-up" graph. An explanation is required.